Manufacturer narrative:
F/u: add'l info - 06/19/2015. Device eval of battery pack sn (B)(4) was completed. The cause for the failure was isolated to a damaged nickel spot weld. The spot weld on the nickel strip was detached from the battery cells. The root cause for the detached spot weld could not be positively identified. Device eval summary: device eval of battery pack sn (B)(4) is underway. The reported problem (unable to power on a monitor) has been confirmed. Upon investigation, the battery was unable to recharge or power up a monitor. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery pack sn (B)(4) indicating that the battery was unable to power on a monitor.

Event description:
A zoll distributor returned battery pack sn (B)(4) indicating that the battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is underway. The reported problem (unable to power on a monitor) is underway. Upon investigation the battery was unable to recharge or power up a monitor. A root cause investigation is underway a supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective battery pack.